Manufacturer narrative:
Device lot number was not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for spinous process short clamp. No parts were replaced. No parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's spinous process clamp short,. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, and while using the spinous process clamp short, the surgeon over-tightened and cracked the spinous process. The surgeon noted that there was no feel to how tight the clamp was. They continued the case by putting the clamp on another spinous process. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's spinous process clamp short,. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Device mfg date and lot# are not available as the site is still using the device and has not released it for evaluation. The medtronic field representative for this site reported that the issue was related to the fact that this is a new design of clamp and that the surgeon encountered difficulty feeling when the clamp was tight. The clamp is working as designed but the surgeon felt that with the old clamp design you could better feel how tight the clamp is getting because there was resistance as you tightened. The newer style clamps are more robust and must be tightened carefully.root cause analysis was conducted by a cross-functional team using a fishbone analysis. The technical root causes are that: 1) the laser weld around the captive washer is insufficient to support misuse; and 2) engineering analysis of this issue found that the mechanism to auto-disengage the jaws of the clamp permits screw rotation in excess of the desired stop. Root cause analysis concluded that additional types of misuses of this product were identified since the time of its design. Specifically contributing to the product¿s failures are 1) over-torqueing using means other than the intended driver validated for use with this device, and 2) over-opening the device, which was not specifically tested for during validation, and which may be a contributing factor to the washer dislodging from the screw. This also likely occurs using a means other than the supplied driver. No parts were returned for evaluation.